Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2013 and presented on (B)(6) 2015 with recurrent residual hyperopic astigmatism in both eyes post treatment after 2 procedures in right eye and 3 procedures in left eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurry vision at distance and near vision. Patient reported symptoms are not interfering with daily activities. It was reported patient prefers to fogo any additional enhancement. Bcva from pre-op - prior to (B)(6) 2013: right eye 20/20 +2.50 +3.00 x 085, left eye 20/20 +1.50 +3.50 x 085. Bcva from (B)(6) 2015: right eye +2.25 -1.50 x 012, left eye +3.50 -1.50 x 174.